Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheeks with 0.1 ml of juvéderm® voluma¿ xc and 1 ml of skinvive¿ by juvéderm®. On day 1, the patient experienced ¿a ¿vascular occlusion event¿ and ¿livedo reticularis rash¿ at the injection site. That day, the patient was treated with 1 vial of hylenex. The next day, the patient was treated with 12 vials of hylenex. The next day, the patient was treated with 3 vials of hylenex. The event resolved that day. This record is for the skinvive¿ by juvéderm®. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the skinvive¿ by juvéderm®.